Event description:
Reporter says that the heart monitor, which attaches to a patch worn under the armpit, caused a physical injury due to an excessively strong adhesive. While attempting to remove the patch, the adhesive tore away the skin, resulting in bleeding. Although the manufacturer was contacted and suggested the incident was an allergic reaction, the reporter disagrees with this assessment. The device has since been returned to zoll.